Event description:
Atrial lead impedance less than 200 ohms on (B)(6) 2022 unipolar atrial lead impedance warning. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).